Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed contacted the customer. The customer reported the knob was overtightened. Knob realligned by customer.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.